Event description:
A distributor in north carolina reported on behalf of a healthcare facility that the CPAP probes of two bubble CPAP generators were loose. The bubble CPAP generator is part of the bc161-10 bubble CPAP system kit. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
Ps400391. Method: one of the two complaint bc161-10 bubble CPAP system was returned to fisher & paykel healthcare (f&p) in new zealand, and it was visually inspected. Results: visual inspection of the complaint device revealed that the bubble generator was cracked from the top. Conclusion: we are unable to determine the cause of the reported event. However, the most likely cause of the reported event is physical damage due to impact. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. We note that there is a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and that a pressure manifold is used with the breathing circuit, to reduce the risk of unsafe circuit pressure. The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A distributor in north carolina reported on behalf of a healthcare facility that the CPAP probes of two bubble CPAP generators were loose. The bubble CPAP generator is part of the bc161-10 bubble CPAP system kit. There was no reported patient involvement.